Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient managed to ¿flip¿ the implantable pulse generator (ipg) in the pocket causing discomfort afterwards. Pocket revision was performed securing the device with a suture and a tyrx pouch. The device remains in use. No further patient complications have been reported as a result of this event.